Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient had failure osteosynthesis and secondary displacement. The 5 screws which were in the epiphyseal part of the plate slipped despite their locking with dynamometer. The patient had new surgery on (B)(6) 2014 and is reported to be in a good general state. The bone quality was reported to be ok and a communitive fracture was reported. An image reading of the 8 x-rays was conducted by a medical director from this manufacturer. The assessment reported: I reviewed the complaint description and x-ray images. I can confirm screw pull-out. I can¿t comment on the bone healing due to sub-optimal quality images. This report is for the unknown locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for locking screws, all parts listed below are different lengths the part/lot numbers that were returned are listed below. Synthes cannot identify which of the returned devices are the complained devices. Part 213.380 lot 8727990, description: 5.0mm locking screw self-tapping 80mm part 213.375 lot 8836583; part 213.360 lot 2686657, description: 5.0mm locking screw self-tapping 60mm; part 213.365 lot 8826412, description: 5.0mm locking screw self-tapping 65mm; part 213.344 lot 8776404, description: 5.0mm locking screw self-tapping 44mm (quantity 2); part 213.318 lot 8729482, description: 50mm locking screw self-tapping 18mm. The 510k#: the following part 213.375 is not distributed in the united states, but is similar to device marketed in the USA all other parts listed share the same 510k clearance reference. The device history reports for these parts/lots number are as follows: 213.380 lot 8727990. Manufacturing location: (B)(4). Manufacturing date: 21 nov 2013. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part and lot #: 213.375 lot 8836583. Manufacturing location: (B)(4). Manufacturing date: 05 feb 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part and lot #213.360 lot 2686657. Manufacturing location: (B)(4). Manufacturing date: 07 jan 2011. No ncrs were generated during production. Review of the device history record (attached) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part and lot #: 213.365 lot 8826412. Manufacturing location: (B)(4). Manufacturing date: 29 jan 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part and lot #213.344 lot 8776404. Manufacturing location: (B)(4). Manufacturing date: 18 dec 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part and lot #: 213.318 lot 8729482. Manufacturing location: (B)(4). Manufacturing date: 20 nov 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.